Event description:
The customer reported a falsely depressed architect stat high sensitive troponin-I result for a female patient that was not reported out of the laboratory. The following data was provided (customer provided cutoff values: male is 34.2 ng/l, female is 15.6 ng/l): sid: (B)(6). 1st result: 18.5 ng/l, 2nd result: 14.1 ng/l, 3rd result: 16.8 ng/l, 4th result: 16.1 ng/l. The customer is questioning the difference in the values and believes the sample should be positive. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 77166ud00. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77166ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 77166ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency was identified with the architect stat high sensitive troponin-I reagent, lot number 77166ud00.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported a falsely depressed architect stat high sensitive troponin-I result for a female patient that was not reported out of the laboratory. The following data was provided (customer provided cutoff values: male is 34.2 ng/l, female is 15.6 ng/l): sid: (B)(6). 1st result: 18.5 ng/l. 2nd result: 14.1 ng/l. 3rd result: 16.8 ng/l. 4th result: 16.1 ng/l. The customer is questioning the difference in the values and believes the sample should be positive. No impact to patient management was reported.